Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: this case was reported by mistake ¿ it is not reportable. New information from case owner: regarding warranty (B)(4). The case severity needed to be changed to non-serious. The sf (B)(6) information led us to believe there was and implant loss involved. Once we received the paperwork, we realized there was no implant loss involved at all which changes this case to non-serious. Please disregard this report since this is a non-serious event. This is a follow up report for this additional information. Correcting this report from a serious event to a non-serious event. This case was reported by mistake ¿ it is not reportable. New information from case owner: regarding warranty (B)(4). The case severity needed to be changed to non-serious. The sf (B)(6) information led us to believe there was and implant loss involved. Once we received the paperwork, we realized there was no implant loss involved at all which changes this case to non-serious. Please disregard this report since this is a non-serious event. This is a follow up report for this corrected information.